Event description:
On (B)(6) 2015, the reporter contacted animas alleging that there was moisture behind the display screen and was causing the screen to appear cloudy. The reporter confirmed being able to read the screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 07/07/2015 with the following findings: moisture was observed in the pump display lens yielding condensation and a ¿cloudy¿ appearance. A leak test was performed and found that there was leaking coming from around the display lens.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: moisture was noted inside the pump located behind the display screen resulting in condensation. The pump display screen appeared to be cloudy related to the moisture.